Manufacturer narrative:
The reported event of the inability to pair the application to the implanted device was resolved. The patient was brought into clinic and the device was successfully interrogated with a merlin programmer and paired to a new mtx phone.

Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made to restore the device function. No adverse patient consequences were reported.